Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported that during setup the system displayed error messages. The messages could not be cleared, and as a result, the procedure was canceled. The pt had already received peribulbar local anesthetic and sedative. There were no injuries to the pt. Additional info was requested.